Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered on by itself. The unit was sent to bench repair for further evaluation. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the unit powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered on by itself. A remote service engineer (rse) advised the customer of replacing the user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the part number of the ui pcba to order and replace. Device evaluation and repair are pending.